Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the info provided. Upon receipt of the returned device, it was determined that the device had failed and the event was determined to be reportable. A final report will be filed upon the completion of our investigation. F/u report will be filed if add'l info becomes available.

Event description:
It has been reported that the catheter was being used on a male pt in the theatre. During insertion into the pt's right subclavian vein, the physician encountered difficulty when advancing the wire through the arrow raulerson syringe. As a result, another set was opened. There were no pt injuries or complications, no pt death.